Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and also reported drive support cap is flush. The customer's blood glucose was 90 mg/dl at the time of incident. After troubleshooting of compromised force sensor system alarm was occurred. Customer advised to discontinue use of the pump and revert to back up plan. Customer advised that the pump will need to be replaced. Customer advised to disconnect insulin pump, because the flush drive support cap and the compromised force sensor system alarm could cause over infusion which could cause a low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and missing end cap sticker.